Event description:
It was reported that this pacemaker had entered into safety mode. Technical services (ts) advised device replacement. It was noted that this patient is in hospice, so no replacement has been scheduled or further actions have been done. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.